Event description:
It was reported that air was detected, device leak observed. During a pulmonary vein isolation procedure, faradrive sheath was placed and versacross connect was advanced through the sheath. Transeptal puncture was completed successfully using versacross connect and upon the removal of versacross dilator and wire large volume of air aspirated through faradrive stopcock. Multiple aspiration attempts were unsuccessful. The versacross wire was advanced into the left atrium and faradrive sheath was removed. A new faradrive sheath was introduced over the versacross wire and the case was successfully completed. Following the procedure, an attempt to flush the faradrive sheath resulted in a fluid leak. No patient complications were reported.